Event description:
The facility representative reported a flogard infusion pump that "does not turn on". It is unknown when this condition occurred in the emergency room. There was no report of patient involvement, injury, or medical intervention related. Upon further review, the quality engineer has attributed the reported condition to a power supply issue. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem where the pump "does not turn on" was confirmed and reproduced during product evaluation the quality engineer has confirmed it as a defective power supply, which would prevent the device from powering up.